Event description:
Additional information was received from the patient. It was reported that the patient was ready to get rid of their device because it "doesn't work anyways." The patient stated that the device hadn't worked for 2 years. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she has had the device off because it was not working. The patient reported it's been off the last couple months. The exact date it was turned off was unknown. However, there was no suspected problem with the device or therapy. The patient's pain had moved and started "a long time ago", but it was getting worse the last couple months. The date of the pain was also unknown. There were no falls or trauma noted. The patient's relevant medical history included failed back surgery syndrome and spinal pain.